Manufacturer narrative:
The device explantation date was mistakenly listed as (B)(6) 2018 in the initial report. The correct date is (B)(6) 2019. Device evaluation summary: the device was returned to mentor without fluid inside. Yellow material was observed within the device. During evaluation, a crease was observed on the anterior aspect. Leak testing of the device, in accordance with mentor procedures, revealed a rent within the crease, measuring approximately 0.1 cm. No other anomalies were observed. Mentor products are 100% visually inspected prior to release, in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent within a crease was found on the device. These findings are consistent with a crease/fold failure, which is a known inherent risk associated with the use of saline-filled mammary prostheses, and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. At this time is not possible to determine the origin of the yellow material observed. A manufacturing record evaluation (mre) was performed for the finished device number 6004144, and no non-conformances related to the reported complaint condition were identified. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices as outlined in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor product analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a mentor smooth round moderate plus profile 275cc saline breast prosthesis that deflated after implantation. The patient visibly noticed right breast prosthesis deflation. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round high profile 380cc saline breast prostheses on (B)(6) 2019. The lot number provided by the customer was manufactured on 07/01/2010, but the reported implantation date was in 2007. Follow-ups are in progress for clarification. A supplemental report will be submitted if additional information is received.